Event description:
Patient reported, there is a black stripe on the display and this could cause misinterpretation of the values. The meter was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint was verified. The investigation unit (iu) confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the result and the decimal point during the simulation test; therefore, misinterpretation is possible.